Event description:
It was informed that the customer was taken to the hosp due to low bgs. The spouse disconnected the pump and took pt to the emergency. The customer did not receive any treatment and walked out of the emergency. Explained to customer the importance of going thru pumps functions, histories, and testing. The customer was on their way to work at the time of call.